Event description:
It was reported that the dye study had not been scheduled due to the patient being uncooperative. It was indicated that most, if not all, of the issues have proven to be unsubstantiated. The patient was discharged from her last clinic because she was on extremely high doses of medication and needed to be titrated down. The patient refused and was then dismissed. The patient had issues with the personal therapy manager (ptm). There was nothing wrong with the device; the patient did not understand how the dose interval and lockouts worked. The patient has consistently maxed out on ptm doses daily. Per hcp, the patient was on dilaudid >80 mg/day including ptm doses. The plan was to continue the therapy only if it was titrated down to acceptable doses. The patient interpreted this as a decrease in efficacy. The patient felt her ptm was incorrectly locked out; not allowing proper number of boluses. It was unknown if the pump declined ptm boluses that were supposed to be allowed. The plan was to do pumpogram to see if there was a reason for high volume.

Event description:
The health care provider (hcp) later reported that the event was not related to the pump; the pump was not the issue. The pump was used to deliver dilaudid and baclofen.

Event description:
Additional information confirmed per health care provider that the cause of the event was related to cardiac issues and not related to the pump or catheter. The drugs currently in the pump were dilaudid (hydromorphone) (90 mg/ml at 67 mg/day), ropivacaine (4.8 mg/ml), and clonidine (75 mcg/ml). It was noted that the patient "recovered without sequelae." Other information that was received stated that the patient had a change in therapeutic effect. The patient was not "reaching efficacy," but it was unknown how long this had been occurring.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial #: (B)(4), implanted: (B)(6), explanted: unk; catheter model: 8596sc, serial #: (B)(4), implanted: (B)(6), explanted: unk; programmer model: 8835, serial #: (B)(4).

Event description:
It was reported that patient had experienced "narcosis," with symptoms of apnea and loss of consciousness. Patient was hospitalized for 10 days and had been discharged and was "doing okay" as of the date of this report. It was further stated that the patient felt that the healthcare provider (hcp) had "prescribed medication for the pump at a dose that caused adverse reaction." Patient was currently seeing another hcp at an advanced pain management centre. Drugs delivered via the device were hydromorphone, clonidine and ropivacaine noted as old. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: it was later reported in mid (B)(4) 2012 that following a refill session on (B)(6) 2011, the patient started feeling lightheaded and didn't feel right after she left the office and it got worse a few days later. The patient kept passing out and her husband got her to ER (emergency room). The patient was at the hospital and all the medication was removed and the medication tested because they thought there might be something wrong with it and found out later it wasn't. The patient had a sleep test and it was discovered that the patient had apnea and needed a c-pap machine. It was indicated the whole time the patient was in the hospital she kept passing out and the only way she could be aroused was with sternal rubs. The patient was discharged from the hospital to go to her daughter's house. The patient did not remember anything from the drive. When the patient got there the only thing she remembered was that she had to go to the bathroom and 3 days later woke up in a different hospital. The hospital did all kinds of heart studies and checked everything. They did a different sleep study test and discovered 'the patient was not breathing for three hours at all' and was put on a c-pap machine. The hospital started to bring the patient down from dilaudid when she was there and has continued to get decreased since (B)(6) 2011. The patient indicated their current dose was 24.209mg/day. The patient was getting decreased 12-14% approximately every 2 weeks or when she is refilled. The patient indicated that they were not getting relief and was 'scared to death' because they were in so much pain from her nerve pain. The current health care provider took the patient on because she was at such a massive dose and wanted the patient brought down to 4mg/day as it is 'too dangerous'. It was further reported on (B)(4) 2012 that the patient was not getting pain relief and it started after she had her refill in (B)(6) 2011. The hcp had clonidine and bupivacaine in her pump. It was "depressing" her heart, causing patient to "pass out". The patient spent a week in the hospital and then 2 weeks in rehab. It was noted that the patient had an appointment to see the hcp. About one week later it was reported that the actual residual volume (arv) was greater than the expected volume (erv). (Arv 6.2 and erv 4.2). A dye study was planned and were also considering changing the medication to see if the patient responds better to another medication.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that during a follow-up visit on (B)(6) 2012, patient was seen for the chief complaint of left arm and hand pain; patient described her left arm and hand pain as severe aggravated by motion of left arm and gets better relaxing. Patient recently had left wrist and hand surgery about 5 days ago. It was noted that it bupivacaine and clonidine removed due to hypoxia, decreased arousal and bradycardia; it dilaudid doses were 68mg/day basal rate. The pump was refilled with hydromorphone 30mg/ml and rate was 31.004mg/day; bridge bolus was done. The next refill was scheduled for (B)(6) 2012. It was further added that the refills were getting closer now because they decreased the concentration a little faster ration then the decreased the dose. This was partially because the patient had been very resistant to dose decreases and amounts of dose decreases. The plan was to leave the concentration the same at the next refill and continue decreasing the daily dose so they could stretch out the refill dates further apart; "lowering dose to get within new guidelines (2007 polyanalgesic consensus conference guidelines)". Concomitant medications were risperidone, amitriptyline, fosamaz, lisinopril, simvastatin, miralax, fluoxetine, omeprazole, metformin, oxycontin, gabapentin, hydromorphone, flexeril, tens, surgical repositioning of nerves, elavil 75mg qhs.

Event description:
Additional information: it was reported on (B)(6) 2012 that the concern was not a greater arv than erv. The concern was that the patient had lack of therapeutic effect from the personal therapy manager (myptm). The patient's physician had been slowly decreasing her simple continuous rate as well as her ptm boluses. The patient was getting the boluses as prescribed. The hcp wanted to perform a catheter dye study but at the time of this report had not yet been scheduled.